Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used on (B)(6) 2012 during a stent placement procedure in the common bile duct. According to the complainant, during the procedure, while the physician was inserting the guidewire, the hydrophilic coating of the distal tip of the guidewire detached and fell into the duodenum. No recovery was attempted; the physician stated that he believes that the fragment will eliminate naturally from the body. The procedure was completed with another jagwire guidewire. There were no patient complications as a result of this event. The patient condition was reported as stable post procedure.

Manufacturer narrative:
A visual examination of the returned device found the pebax section damaged and peeled, exposing the core wire approximately 1.5 centimeters. There was no evidence of a core wire fracture and the ptfe jacket was intact. The reported event of guidewire tip detached was confirmed through analysis of the returned device. This damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the design history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used on (B)(6) 2012 during a stent placement procedure in the common bile duct. According to the complainant, during the procedure while the physician was inserting the guidewire, the hydrophilic coating of the distal tip of the guidewire detached and fell into the duodenum. No recovery was attempted; the physician stated that he believes that the fragment will eliminate naturally from the body. The procedure was completed with another jagwire guidewire. There were no patient complications as a result of this event. The patient condition was reported as stable post procedure.

Manufacturer narrative:
(B)(4): guidewire tip detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.